Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that was "vent inoperable in modes, despite test ok".no patient involvement.